Event description:
It was reported that there was possible early battery depletion and the device was at eri (elective replacement indicator). It was noted that the lv (left ventricular) output was 6 v and that there were chronic high lv thresholds, noted to be patient related. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.